Event description:
The reporter indicated that a 13.2mm vicm5 13.21 implantable collamer lens of -9.50 diopter was implanted into the patients right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause was reported as patient related factor.

Manufacturer narrative:
Claim# (B)(4).